Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pleural effusion. The right atrial (ra) and right ventricular (rv) leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.